Manufacturer narrative:
All buttons functioning properly however, found slight corroded keypad traces. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No watchdog timeout, external ram crc error, unexpected restart and virtual watch dog alarms noted. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump received a watchdog timeout alarm, an external ram crc error alarm and a virtual watchdog alarm. Alarm history also showed and unexpected restart alarm. Customer's blood glucose was 135 mg/dl at the time of call.